Manufacturer narrative:
Occupation is lay user/patient the device was requested to be returned for investigation. The investigation is ongoing.

Event description:
There was an allegation of an issue with a coaguchek softclix lancing device. The properly seated lancet is protruding past the end cap. The patient did not use the lancet and no accidental fingersticks occurred.

Manufacturer narrative:
The lancet device was returned for investigation. The reported failure on protruding lancets could not be reproduced. The lancing device was in a functional condition. The lancing device was tested with some test lancets (lot: u21a8) at 11 different pricking depth settings, for each attempt the needle was correctly retracted, ejected and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications. The lancing device was disassembled for investigation, but no abnormalities could be observed which could verify the customer allegation.